Event description:
It was reporte,d that the pump battery was depleting quickly. And that the wake button was sticking and unresponsive. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.